Event description:
Pt noted to be overbreathing ventilator rate despite being heavily sedated. Tidal volumes decreased, desaturated to 80%, became hypotensive requiring dopamine infusion. Ventilator assessed as possible mechanical problem. Pt was then stabilized when a replacement ventilator was set-up.